Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an ileostomy procedure, professor inserted sr75 reload into ntlc75 and pushed the firing lever. The lever broke and only a half of reload was fired. Professor opened the new products and finished the surgery successfully. There were no patient consequences reported. Additional information was provided that the lever broke off of the device.